Event description:
It was reported that the pulse generator could not be interrogated. The device exhibited backup vvi mode. The patient felt lightheaded but attributed this to a recent medication change. The device was explanted and replaced on (B)(6) 2013.